Event description:
Prior to the patient entering the operating room, a routine anesthesia machine check was performed and the machine was fully functional. The patient was brought to the or. During induction of anesthesia, the anesthesia technician changed the multi absorber. An endotracheal tube, ett, was placed by the anesthesiologist and confirmation of the ett placement in the trachea was made by bilateral breath sounds and positive end-tidal co2. Within moments, elevated peak inspiratory pressures were noted. Medications were given, ett was removed and patient was ventilated by mask. The patient was re-intubated, and had one more episode of the same circumstances. A chest x-ray was done and was negative. The ett was again removed, and patient ventilated by mask. The ett was replaced again, and there was one more episode of same problems described above. The surgery was cancelled. The patient was awakened and taken to recovery. The patient was subsequently discharged home. There were no sequelae noted. Later while an anesthesia technician was cleaning the or room, it was discovered that microfoam was taped on 2 bottom openings of the multi absorber.